Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
The distributor reported that in an inbound inspection there was a black spot found inside the dressing. The product was not used. No photograph was available at this time.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint was received from taiwan (dragon pharm) reporting a black spot observed during inbound inspection on one unit of aquacel foam pro 10 × 10 cm (1 × 10 pk) nai (system application product (sap) 1724191, lot 4l01308). The lot was manufactured on 20 nov 2024 and sterilized on 23 nov 2024 by sterigenics under works order (B)(4). Batch size: 5760 secondary packs (57 600 primary). No physical sample or photographic evidence was received for evaluation; therefore, the complaint could not be confirmed. A full batch-record review was completed in accordance with work instructions (wi). All in-process inspections, stat-sample checks and final release verifications were documented as satisfactory. No deviations, rework or non-conformances were raised for this batch. Sterilization records confirmed the cycle was completed successfully and within specification. Trend review found no other complaints for lot 4l01308 and no similar complaints for aquacel foam pro 10 × 10 cm over the previous 12 months. No indication of systemic foreign-matter issues was identified. Risk assessment: the reported defect could not be verified due to the absence of supporting evidence. According to process instruction (pi), the acceptable quality level (aql) for primary-pack contamination was 0.40 (accept 2, reject 3 for n = 200). At manufacture, lot 4l01308 met this acceptance criterion. With only one unconfirmed unit reported and no further issues identified, the batch remains within acceptable quality limits, and no acceptable quality level (aql) excursion has occurred. Conclusion: the complaint could not be confirmed, and no evidence links the alleged defect to deeside manufacture. No systemic risk was identified. In accordance with work instructions (wi), corrective action / preventive actions (CAPA) was not required. The complaint will be monitored through routine trending and the post-market product monitoring review process (standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.